Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("a small cornua resection was made on the left side and entire remaining of device removed") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, drug allergy (amlodipine: some lower extremity swelling hydrochlorothiazide), uterine dilation and curettage, loop electrosurgical excision procedure, hypertension, herpes nos, genital warts, depression, anxiety, pelvic pain female, parity 3 and multi gravida. The patient had a family history of hypertension, stroke and cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3317 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final pathologic diagnosis: left fallopian tube, salpingectomy: no significant histopathologic abnormalities. Foreign material identified, consistent with essure device. Right fallopian tube, salpingectomy: no significant histopathologic abnormalities. Foreign material identified, consistent with essure device. Clinical history: pelvic pain. Gross description: bilateral fallopian tubes extending from the each proximal tube are 2 metal coils which are removed and are each less than 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Event medical device removal is replaced with event device breakage. Surgical pathology report added. Patient & reporter information reported. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3298 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 48-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 9 years after insertion of essure. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("a small cornua resection was made on the left side and entire remaining of device removed") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, drug allergy (amlodipine: some lower extremity swelling hydrochlorothiazide), uterine dilation and curettage, loop electrosurgical excision procedure, hypertension, herpes nos, genital warts, depression, anxiety, pelvic pain female, parity 3 and multi gravida. The patient had a family history of hypertension, stroke and cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3317 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final pathologic diagnosis: (a) left fallopian tube, salpingectomy: - no significant histopathologic abnormalities. - foreign material identified, consistent with essure device. (B) right fallopian tube, salpingectomy: - no significant histopathologic abnormalities. - foreign material identified, consistent with essure device. Clinical history: pelvic pain gross description: bilateral fallopian tubes extending from the each proximal tube are 2 metal coils which are removed and are each less than 0.1 cm in diameter quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.